Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered the scope slide detection was damaged. Damaged screws, signs of moisture, dirt, and a recommendation for a lamp replacement in the near future were also found. Additional information has been requested regarding this event. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus, the evis exera iii xenon light source was flashing. There were no reports of patient harm associated with this event.

Manufacturer narrative:
H4 - the correct device manufacture date has been confirmed and provided. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the damaged/faulty scope slide detection could not be identified. A definitive root cause of the signs of moisture could not be identified. However, it¿s likely the cause is related to liquid spillage from the outside into the upper surface of the main body rather than from the inside of the main body, which resulted in fluid from the gap between the top cover and the front panel. Olympus will continue to monitor field performance for this device.